Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of consecutive cs054/cs052/cs012 slave communication error alarms. During testing, the pump was powered on to a fully illuminated and clear display screen. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a blank display was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.